Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 2.5 years ago. The aortic neck was 10 to 15 mm long at the time of implant; other aneurysm and vessel morphology details at the time of implant are unk. The pt has been returning for regular follow-up since the time of implant, and it was reported that the stent graft migrated 5 mm distally due to dilatation of the aortic neck, which resulted in a proximal type I endoleak with aneurysm enlargement to 8.4 cm. The aortic neck currently measures 29 mm in diameter, 10 to 15 mm in length, and is angulated 10 degrees. The physician elected to intervene by implanting 2 talent aortic cuffs proximally, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Evaluation code, results: endoleak, graft migration. Conclusion: aortic neck dilatation.